Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm, which is off-label usage of the device. The date of the event is an approximation. The patient experienced a skin reaction with signs of infection occurring an unspecified number of days after the insertion of a glucose sensor in the arm. On (B)(6) 2024, the patient developed a rash and redness beneath the sensor patch, accompanied by an itching sensation in the affected area. The site had been prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient consulted a physician, who diagnosed the condition and prescribed an oral antibiotic (amoxicillin; dosage unspecified). At the time of this report, the patient was doing well and reported no ongoing issues. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).